Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon functional eval, it was determined that the handle button was not working properly and was cutting in and out during the testing process when touched. The device passed continuity and insulation tests. The device history record was reviewed and no discrepancies were noted.

Event description:
It was reported that during a laparoscopic colectomy, the device was "firing of its own accord." There was minimal delay to obtain a second device, which was used to complete the procedure. There was no pt injury.